Event description:
It was reported that the patient had severe pump thrombosis and ultimately passed away on (B)(6) 2023 from multiorgan failure related to the pump thrombosis. The patient was non-compliant and had been missing and lost to follow-up for about a year. The patient arrived on (B)(6) 2023 to the emergency department (ed) in heart failure with an international normalized ratio (inr) of 1.1. The patient was not a candidate for pump exchange and was put on comfort care when their organs shut down.

Manufacturer narrative:
Adverse event problem: health effect - clinical code: 3621 multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: the report of pump thrombosis could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported multiorgan failure (mof) and patient outcome could not be conclusively determined through this evaluation. No product was returned for investigation. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, of this IFU lists death, various forms of organ failure/dysfunction, and device thrombosis as adverse events that may be associated with the use of the hm ii lvas. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and international normalized ratio (inr) range. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.